Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed per update dw 25-feb-2025. Upon visual inspection, it was noted that the device had an anchor at the end of the shaft of the sleeve, sutures were stuck in the handle, and the proximal end of the handle portion of the mating part ar-3636 returned. Functional testing was not performed due to the damage to the device. Per surgical technique knotless 1.8 fibertak® soft anchor for glenoid labrum repair note 2 - note: if insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. Avoid excessive impaction as this could lead to inserter damage and/or breakage. Warning: to help avoid inserter breakage and potential patient injury: avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. ¦ visually inspect the inserter for potential breakage after each implantation. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a labrum fix with fiber tak 1.8mm surgery the anchor could not be inserted from the drill sleeve and did break off. The piece did not break off inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device and pushlock refix surgical technique. It was not necessary to do a second surgery.

Event description:
Update dw 20-feb-2025: further information was provided that an ar-3636 anchor was used with the device. Update dw 25-feb-2025: further information was provided that nothing of the spear has broken off. Only the handle part of the anchor broke inside the spear.

Manufacturer narrative:
Additional information: b5, h3, h6.